Event description:
It was reported that one day post xience v 3.5 x 28 mm stent implantation in the mid left anterior descending artery, the patient experienced elevated troponin levels which was classified as a myocardial infarction. There was no treatment provided. On (B)(6) 2010, two days after the procedure, the event resolved and the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of myocardial infarction, as listed in the product instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.